Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and pelvic floor repair mesh and (bs) trelex were implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2002 to treat stress urinary incontinence and pelvic organ prolapse and a sling and (bs) trelex were implanted. The mesh was removed on (B)(6) 2003, (B)(6) 2004 and (B)(6) 2004 due to pain, spotting, dyspareunia, erosion and stress urinary incontinence. Additional patient (B)(4) dyspareunia, (B)(4) stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient concurrently underwent sacral colpopexy, lysis of dense adhesions, cystoscopy, and rectocele repair.

Event description:
It was reported that the patient concurrently underwent sacral colpopexy, lysis of dense adhesions, cystoscopy, and rectocele repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.